Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. The complaint was confirmed based on failure analysis. Additional observation(s) not reported by the site: failure analysis found the primary failure of the bent grip to be related to the customer-reported complaint. The instrument was found to have a bent grip, and the tip did not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was stuck and would not let go of the clip. The site had to pull the instrument out and try open the jaws. No further information is available. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm or injury to the patient. The procedure was completed robotically. There was roughly a 4-minute delay in the procedure. There was no harm to the tissue. There was no tissue removed from the instrument when pulled out. There was no observed bleeding due to the clip applier issue. This occurred during the first clip application attempt. A new clip applier was used to resolve the issue.